Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) did not turn on when connected to power. Troubleshooting included changing the power cord, replacing the aa batteries, and connecting to multiple outlets. The patient was given a loaner mpu.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not turning on was confirmed via evaluation of the returned mobile power unit (mpu) (serial number: (B)(6)). The returned unit was evaluated at service depot revealing that the unit would not turn on after being connected to power. The issue was determined to be caused by the power supply printed circuit board (pcb) not functioning as intended. The power supply pcb was replaced and the mpu underwent functional testing without any issues. The repaired mpu was returned to the customer and the replaced power supply pcb was forwarded to product performance engineering (ppe) for further analysis. The forwarded board underwent circuit analysis, and it was found that the transformer (t1) was internally damaged. The voltage on the input side of the transformer were measured to be within specifications; however, the voltages on the output side of the transformer was observed to be shorted. The issue was narrowed down to damage on transformer t1; however, the transformer could not be replaced due to the complexity of the soldering between the pcb and the component. No further testing was performed. The root cause of the reported event was determined to be a damaged component on the power supply pcb; however, the cause of the component becoming damaged could not be determined from this analysis. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 06oct2022. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for the equipment¿, addresses how to properly care for and maintain the equipment for proper use. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.